Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient had a battery replacement.

Event description:
It was reported that the patient's generator was replaced on 10/30/2023; the high impedance was not resolved. The suspect product, the lead remains implanted to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the suspect device was explanted. The device has not been received to date , no other relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation?; corrected information ;sup MDR 2 inadvertently stated no- suspect product remains implanted. F10. Adverse event problem; corrected information ;sup MDR 2 inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information; sup MDR 2 inadvertently included b18 coding; this is inaccurate as the suspect product remains implanted.

Event description:
It was reported by the explanting facility that the patients device was discarded. No other relevant information has been received to date.

Event description:
The programming history database periodic review was performed and high impedance was detected for the patient's device no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects ¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.